Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 25 mm trifecta valve was implanted. On (B)(6) 2017, the patient was diagnosed with aortic valve stenosis. The valve remains implanted and no further treatment was reported. The patient was discharged on (B)(6) 2017. Additional information received on 26 march 2018 indicated that on (B)(6) 2017, a tavi procedure was performed and an edwards sapien valve was implanted. (Clinical study patient ID: (B)(6))